Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and required hospitalization. On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center and notified them. It was not reported if laboratory or diagnostic testing was performed, if remedial therapy was rendered, if dianeal-n pd4 1.5 therapy was ongoing or if the outcome for the event of peritonitis had resolved. The consumer did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal-n pd4 1.5 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.